Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the cup was loose so the surgeon planned a revision. During the revision the surgeon recognized an infection so he put in an antibiotic spacer, no implants were replaced."